Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during eval. Eval determined the cause to be a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum pump experienced system error 105 alarms which were identified within the event history log during biomedical testing. It was also reported that there was no pt injury.